Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had insulin reaction and paramedic called and took the insulin pump battery off and shut off the insulin pump on (B)(6) 2021 with low blood glucose. The customer had low blood glucose of 40 mg/dl which was treated with the carbohydrates. The customer passed out on his sofa. The customer had high blood glucose of 330 mg/dl which was rising. The customer was using the insulin pump within 48 hours of the high blood glucose. The device will not be returned for the analysis.